Event description:
Reporter alleged blood glucose measured 68 mg/dl and when retested obtained an error, however, retested again back to back with results of 164 and 174 mg/dl all testing being performed within 10 minutes of each other. No actions were taken and no treatment was received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.